Event description:
It was reported that on (B)(6) 2004 it was reported that the patient underwent an EKG and lumbar x-rays. On (B)(6) 2004 the patient presented with pain and the preoperative diagnosis of l4-5 and l5-s1 degenerative disc with chronic pain and radicular symptoms in l5-s1. The patient underwent surgery that consisted of l4-l5 and l5-s1 fusion with anterior cage at l4-l5 and l5-s1 from t-lift exposure with rhbmp2 were infused and pedicle screw instrumentation from l4-l5 and l5-s1 bilaterally, iliac crest bone graft and local bone graft and posterior decompression, discectomy also l4-5 and l5-s1. Per the operative report¿ ¿we sized this for a 9 mm x 25 mm peak spacer, which was placed with autograft and rhbmp2 and impacted into place with the same at l5-s1. The disk was removed in total. We curetted the endplates and then incised this for a 9 x 25 mm peak spacer for a cage, which was then impacted into place with rhbmp2 or infused an autograft. We then proceeded to place the hardware in the back and compress the screws on the left side. We then decorticated all the posterior elements on the right side and the facets. We then proceeded to tighten the right side and then proceeded to place rhbmp2 with local graft as well as autograft¿¿ no patient complications were reported. On (B)(6) 2005 the patient presented with pain, paresthesia and the diagnosis of lumbar degeneration. Mediations: zyrtec, protonix, vicodin the patient underwent various pre-op labs. On (B)(6) 2005 the patient presented with pain, paresthesia and the diagnosis of lumbar degeneration. The patient presented with the preoperative diagnosis of previous l4-5, l5-s1 spinal fusion with tlif and peek cages and rhbmp-2. The patient underwent surgery which consisted of exploration of spinal fusion, posterior hardware removal and scar tissue incision from left l5 nerve root. Per the operative report ¿¿we then went through the scar tissue and on to the left and right sides of the lumbar spine from l4 to s1. We found large amounts of bone located on the right side where he did the posterior fusion. We also went to the left side and exposed the hardware. We removed the pedicle screws at l4-5 and s1 bilaterally. We removed the rods, caps and nuts as well. We then proceeded to go to the left side and remove a large amount of scar tissue at the l4-l5 and l5-s1 levels. This was very complex. The scar tissue was adherent to the dura and the transversing nerve root. There was bone in the foramen, which we had to remove. We made a wider window up to the dura. The dura was decompressed as well, and so with the nerve root at both levels. We found this to be at l4-5 a nd ls-s1. On the right side there was a solid block of bone from l4 to the sacrum, which revealed no evidence of any non-union¿¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)